Event description:
A patient on prisma machine with hypotension and hypothermia. The blood tubing gel clotted and new set up started. Patient became more hypotensive. The nurse thought it was patient specific. Patient became more hyotensive under hypothermia blanket. After 15 minutes, the nurse lifted the blanket to check access and noted that the bed was full of blood. This was leaking around venous return connection and patient's femoral catheter. No alarm noted. Patient hgb pre incident was 10 g/dl, post blood lost 5 g/dl. Patient did arrest and was resusciatated and given 6 units of blood.